Event description:
The complainant purchased a 24 package of always maxi-pads at none grocery store. They used approx 10 pads and when going to get another pad from the plastic container; they saw a syringe/needle inside the package. The complainant contacted the sheriff's department and spoke with deputy. Deputy collected the needle, the packaging, and the receipt for the purchase.